Event description:
It was reported that the abutment screw broke.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth site #14 and the length of time used was approximately 8 years. Pictures or x-ray images were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a lot specific complaint history review was conducted for the lot. The review revealed that there are no existing nonconformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events. Complainant reported that the abutment screw broke. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: lot number and expiration date h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes.

Event description:
No further event information is available at the time of this report.